Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated CAPA (B)(4). To document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had "closure separation."